Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient complaint that their stomach was burning and that they felt dizzy. A fingerstick was taken and the cgm reading was 60 mg/dl with double arrow pointing down, and the blood glucose reading was 431 mg/dl. The reporter checked the cgm graph and noted that the cgm reading had been fluctuating. The patient was brought to the hospital where they were treated with intravenous fluids. No further medication was reported and the patient was discharged after 2 hours from the hospital. At that time the cgm reading was 253 mg/dl, and the blood glucose reading was 238 mg/dl. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. After being discharged from the hospital, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.